Manufacturer narrative:
(B)(6). The device was visually inspected and confirmed to be missing the lower jaw. The tip was not returned for evaluation, and could not be evaluated. The device was actuated and functioned without issue; however the handle did feel loose. The device was tested per the 90 gram test and passed. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
After a hip arthroscopy with labral repair procedure it was noticed the lower jaw of the arthropierce was missing. It has been confirmed that the device was not left in the patient. No patient injury or other complications were reported.